Event description:
Boston scientific received information that a device replacement procedure was performed. When this chronic right ventricular lead was reconnected to the replacement device, lead evaluation revealed stable measurements, however, shock impedance measurements had increased from 69 ohms to greater than 125 ohms. This lead was disconnected and the connector pin of the proximal and distal coil were cleaned and reinserted to assure there was not a connection issue. In addition betadine was injected on the pocket site. Similar measurements were obtained, however the final measurement was 69 ohms. A decision was made to lead this lead implanted. An internal technical service consultant was contacted for assistance. This lead remains implanted and a six month follow up visit has been scheduled. No adverse patient effects were reported. Approximately nine months later, follow up revealed high out of range shock impedance measurements. In addition, noise was noted on the shock electrogram. A revision is intended in the future. The patient is monitored remotely.

Event description:
An internal technical service consultant reviewed the data. It was thought there may be a less than optimal connection as there was noise on the shock channel unrelated to myopotentials. Remote monitoring revealed one non-sustained episode had been stored and no artifacts were noted on the shock lead or rv lead. A high resolution x-ray and further lead integrity testing to rule out a possible fracture was further recommended.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. Remote monitoring revealed a further out of range shock impedance measurement. This information has been provided to the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device replacement procedure was performed. When this chronic right ventricular lead was reconnected to the replacement device, lead evaluation revealed stable measurements, however shock impedance measurements had increased from 69 ohms to greater than 125 ohms. This lead was disconnected and the connector pin of the proximal and distal coil were cleaned and reinserted to assure there was not a connection issue. In addition betadine was injected on the pocket site. Similar measurements were obtained, however the final measurement was 69 ohms. A decision was made to lead this lead implanted. An internal technical service consultant was contacted for assistance. This lead remains implanted and a six month follow up visit has been scheduled. No adverse patient effects were reported. Approximately nine months later, follow up revealed high out of range shock impedance measurements. In addition, noise was noted on the shock electrogram. A revision is intended in the future. The patient is monitored remotely. An internal technical service consultant reviewed the data. It was thought there may be a less than optimal connection as there was noise on the shock channel unrelated to myopotentials. Remote monitoring revealed one non-sustained episode had been stored and no artifacts were noted on the shock lead or rv lead. A high resolution x-ray and further lead integrity testing to rule out a possible fracture was further recommended. Additional information was received. Remote monitoring revealed a further out of range shock impedance measurement. This information has been provided to the physician. Additional information was received that a system revision was performed. The implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.